Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient experienced cardiac tamponade due to the perforation, during the left ventricular lead implant procedure. The lead was not used. The patient was stable.